Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was attempted; however, after completing all deployment steps, complete hemostasis was not achieved. Manual arterial compression was applied for 5 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was confirmed as evidenced by the posterior cuff being returned loose and unattached to the cuff. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.